Event description:
Caller reported an alarm 01, but there was no adverse impact to the customer¿s blood glucose level. The customer confirmed cracks on the original cartridge, indicating a leak, and was informed by cts that the alarm was likely due to an air leak. Cts educated the caller about the causes and recommended loading a new cartridge, but the customer declined. No additional information was received regarding the follow-up or resolution of the issue.